Manufacturer narrative:
Continuation of medical devices: 5076 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they developed a blood clot post implant. Follow up indicated that after replacing the patient's device and right ventricular (rv) lead, the patient developed a pocket hematoma and also a deep vein thrombosis in the patient's left arm. No intervention was performed on the hematoma, however the patient was placed on medication for the deep vein thrombosis. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.